Manufacturer narrative:
(B)(4). Unit was repaired at the EU svc ctr where the customer reported failure was confirmed. Unit was repaired and returned to customer. Info of this nature is included in our database and monitored through trending.

Event description:
Covidien received a report the n-65 was missing display segments. No pt harm was reported with this event.